Manufacturer narrative:
The investigation has been corrected to include CAPA information. H6: investigation summary bd received thirty (30) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'stopper pop off' with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for 'stopper pop off' with the incident lot was not observed. Three returned customer samples did exhibit 'underfill' during the functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions (CAPA) 1875009. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper popping out of the tube . This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "a report was received from medical technologist on loosening of caps of 367983 sst tubes after collection and even after centrifugation. Blood specimen is collected via a needle and syringe method where they would open the tube caps during specimen transfer and will then replace the tube cap. Account has been doing the same procedure for many years now, and even attempted to re-secure the caps upon arrival in laboratory chemistry department prior to centrifugation, and yet still see caps loosening even after this intervention. Loosened caps seemed to be observed either as raised caps (seemingly popping off) or easily loosened cap with little to no force. Around 15 tubes affected per 100pcs pack is observed." Additional information added : 07/13/2021. Created to add a line item to the material grid for 'underfill' issue found while functional testing of 'cap loosening' issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper popping out of the tube . This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "a report was received from medical technologist on loosening of caps of 367983 sst tubes after collection and even after centrifugation. Blood specimen is collected via a needle and syringe method where they would open the tube caps during specimen transfer and will then replace the tube cap. Account has been doing the same procedure for many years now, and even attempted to re-secure the caps upon arrival in laboratory chemistry department prior to centrifugation, and yet still see caps loosening even after this intervention. Loosened caps seemed to be observed either as raised caps (seemingly popping off) or easily loosened cap with little to no force. Around 15 tubes affected per 100pcs pack is observed." Additional information added : 07/13/2021. Created to add a line item to the material grid for 'underfill' issue found while functional testing of 'cap loosening' issue.

Manufacturer narrative:
B.5. Describe event of problem: it was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper popping out of the tube . This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "a report was received from medical technologist on loosening of caps of 367983 sst tubes after collection and even after centrifugation. Blood specimen is collected via a needle and syringe method where they would open the tube caps during specimen transfer and will then replace the tube cap. Account has been doing the same procedure for many years now, and even attempted to re-secure the caps upon arrival in laboratory chemistry department prior to centrifugation, and yet still see caps loosening even after this intervention. Loosened caps seemed to be observed either as raised caps (seemingly popping off) or easily loosened cap with little to no force. Around 15 tubes affected per 100pcs pack is observed." Additional information added : 07/13/2021. Created to add a line item to the material grid for 'underfill' issue found while functional testing of 'cap loosening' issue. D.10. Device available for evaluation? Yes. D.11. D.11. Returned to manufacturer on: 06/18/2021. H.3. Device evaluated by manufacturer? Yes. H.6. Investigation summary: bd received thirty (30) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'stopper pop off' with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for 'stopper pop off' with the incident lot was not observed. Three returned customer samples did exhibit 'underfill' during the functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper popping out of the tube . This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "a report was received from medical technologist on loosening of caps of 367983 sst tubes after collection and even after centrifugation. Blood specimen is collected via a needle and syringe method where they would open the tube caps during specimen transfer and will then replace the tube cap. Account has been doing the same procedure for many years now, and even attempted to re-secure the caps upon arrival in laboratory chemistry department prior to centrifugation, and yet still see caps loosening even after this intervention. Loosened caps seemed to be observed either as raised caps (seemingly popping off) or easily loosened cap with little to no force. Around 15 tubes affected per 100pcs pack is observed."